Event description:
It was reported the guidewire broke off inside the catheter. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional overload.